Manufacturer narrative:
Unit received with blank display due to moisture damage on all electronic assemblies. Unable to perform pump self test, off no power test, restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test or operating currents measured due to blank display. Unable to verify full segment display anomaly and icon anomalies due to blank display. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Corroded motor assembly and corroded vibrator motor assembly noted.

Event description:
The customer reported via phone call that the insulin pump display screen turned black and fades in and out. The customer indicated that the time is displayed as the number 8. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.